Event description:
It was reported that this non boston scientific lead was explanted due to infection. Areas of calcification and adhesions were observed during the explant surgery. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).